Event description:
The device was used during an lavh procedure. Reportedly, the staples did not form and the knife did not transect tissue. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/8/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.